Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range pace impedance measurements greater than 3000 ohms. It was noted that the rv pace impedance value has gradually risen until reaching the high out of range measurement greater than 3000 ohms for the first time approximately three months ago. Boston scientific technical services (ts) discussed with the healthcare provider that this impedance value is out of range and provided the expected impedance range per labeling for this lead. Ts noted there is no noise observed in stored episodes and provided guidance to perform isometric and pocket manipulation testing to try to produce noise as well as perform testing of other lead values. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range pace impedance measurements greater than 3000 ohms. It was noted that the rv pace impedance value has gradually risen until reaching the high out of range measurement greater than 3000 ohms for the first time approximately three months ago. Boston scientific technical services (ts) discussed with the healthcare provider that this impedance value is out of range and provided the expected impedance range per labeling for this lead. Ts noted there is no noise observed in stored episodes and provided guidance to perform isometric and pocket manipulation testing to try to produce noise as well as perform testing of other lead values. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.